Manufacturer narrative:
Attempts to obtain additional information regarding the ancure products from the article author were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: scali, s.t., mcnally, m.m., feezor, r.j., chang, c.k, waterman, a.l., berceli, s.a, huber, t.s., and beck, a.w. Elective endovascular aortic repair conversion for type ia endoleak is not associated with increased morbidity or mortality compared with primary juxtarenal aneurysm repair. Journal of vascular surgery. 2014; 60 (2) : 286-294.

Event description:
Boston scientific (formerly guidant) received information from this journal article of a study conducted to analyze outcomes of elective open surgical conversion (osc) for type ia endoleak and compare them with elective primary open juxtarenal aneurysm repair (ojar) to determine if there are less issues with patient morbidity and mortality. The patients that were a part of this study had endografts from different manufacturers. There were three patients that had ancure endografts. Two of those patients had a type ia endoleak requiring intervention; one patient had an osc, but the reason was not provided. No additional adverse patient effects were reported as a result of the intervention. The specific model and serial number information was not provided in the article.